Manufacturer narrative:
It was reported that loss of capture on iegms were also seen on (B)(6) 2018 and (B)(6) 2019. The lv lead was repositioned. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) "018", the patient suffered from intermittent diaphragm stimulation and lv lead loss of capture. The patient was diagnosed with position-dependent and respiration-dependent loss of capture. The lv pacing polarity was changed to lv3 ring to lv4 ring. On (B)(6) 2019, lv lead non-capture was reported. The patient was hospitalized and the device was interrogated (lv threshold 3.8 v at 1.0 ms). Lv lead repositioning was scheduled.